Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve, the team placed the valve in the aortic position without incident. As the team was pulling the delivery system back into the sheath they encountered resistance. The team without looking at the delivery going into the sheath proceeded to pull back all while encountering the resistance. As they continued to pull the inner shaft of the delivery detached from the balloon. The delivery system was removed while a length of inner shaft, balloon, and nose cone remained in the body. The team fluoroed the situation and noticed the sheath was split from the tip of the sheath and the sheath collapsed on itself, balloon was opening like a umbrella. The team called vascular surgery to attempt removing the remaining system through a sheath. Vascular surgery was unsuccessful and decided they needed to do a cut down to remove the remaining part of the system. Per the fcs, the perceived root cause of the event was "in my opinion. The team removed the system without confirming balloon was completely deflated. There was resistance and they never checked the balloon moving into the sheath." The patient had mild tortuosity, moderate to severe annular calcification and a minimum luminal diameter of 6.4rt, 8.8lt.

Event description:
Per engineering imagery review, the delivery system balloon is torn at inflation/crimp balloon (ic) bond, with inflation balloon assembly and guidewire lumen exited from a non-edwards sheath that is inserted through an esheath. Crimp balloon, flex shaft, and remainder of delivery system not observed in imagery. Proximal balloon wings flared and balloon spring stretched and compressed.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, b.5 g.3, g.6, h.2 and h.6 corrected device code to . The investigation is ongoing.

Manufacturer narrative:
Balloon torn and system components separate were confirmed based on the customer provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials also revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''as the team was pulling the delivery system back into the sheath they encountered resistance. The team without looking at the delivery going into the sheath proceeded to pull back all while encountering the resistance. As they continued to pull the inner shaft of the delivery detached from the balloon. The delivery system was removed while a length of inner shaft, balloon, and nose cone remained in the body.'' The customer provided imagery demonstrates a balloon tear at the inflation/crimp (I/c) bond. In addition, the customer reported that ''the team removed the system without confirming the balloon was completely deflated.'' Per the instructions for use (IFU) and training materials, the user is instructed to ensure complete balloon deflation prior to retrieval of the delivery system. To overcome the encountered resistance, additional manipulation and increased withdrawal forces may have been applied. Application of elevated pull forces during withdrawal of an incompletely deflated balloon may result in localized stress at the I/c bond, leading to balloon tearing, as observed in the returned imagery. Continued withdrawal under these conditions may further contribute to separation of delivery system components, including detachment of the inner shaft from the balloon. The observed liner tear and delamination on the esheath are consistent with scenario as described above. As such, available information suggests that procedural factors (device manipulation) may have contributed to the balloon tear and system component separation. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.